Manufacturer narrative:
Block h3: the device was returned for analysis; however, the investigation is still in progress. A supplemental report will be submitted when the investigation is complete or if additional relevant information becomes available. Block h6: imdrf code a0401 captures the reportable event of cinch wire break. Imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific that a suture cinch was utilized during a colonoscopy procedure on (B)(6) 2026, for polyp removal. During the procedure, the suture cinch wire broke while the technician was closing the handle. The staff had to troubleshoot by breaking the handle and manually pulling the wire the rest of the way with a clamp.procedure was completed with the original device. No patient complications were reported as a result of the event.